Event description:
A report was received that the patients ipg was to high and was hitting the ribs. The patient underwent a revision procedure wherein the ipg was repositioned. The patient was doing well postoperatively.